Manufacturer narrative:
(B)(4). The device was returned for evaluation. The tap is broken approximately 7.5cm from the tip, the break appears to be the result of a bending moment. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the tip of the tap fractured during use. The tap was removed from pedicle and no patient complications were reported.